Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the doctor found tube broken when doing clinical setting before using on patient. Then changed new one, no impact on patient." No patient involvement.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the tracheal cobb connector is detached from the 15m swivel connector. The complaint has been confirmed. A non-conformance was opened to further investigate.

Event description:
It was reported that "the doctor found tube broken when doing clinical setting before using on patient. Then changed new one, no impact on patient." No patient involvement.